Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During service/repair, it was determined that the saw head would not turn ¿ failed for check saw head ratchet and for check oscillation frequency assessment. It was further determined that the device became hot and there was no free movement in the gear box. It was determined that the issues were consistent with faulty parts. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that during service and repair pre-testing, it was discovered that the battery reciprocator device failed pretest for saw head would not turn and low oscillation frequency. It was further reported that the device became hot and there was no free movement in the gear box. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.